Manufacturer narrative:
(B)(4).

Event description:
It was reported by the biomedical engineer found that the external pulse generator (epg) did not have any output. Technical services informed the caller that the epg was obsolete and is no longer serviced. The caller was to take the epg out of service. There was no patient involvement indicated.